Manufacturer narrative:
In the 3500a initial, we reported that the device evaluation was anticipated, but had not yet begun. Additional information was received on july 15, 2020 stating, ¿the sheath was thrown away after case.¿ the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Therefore, processed the following fields: h6. Method codes. H6. Result codes. H6. Conclusion codes. H3. Device evaluated by manufacturer? Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium , and air flowed back into the side port. During the procedure, there was a bubble at the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium that was hard to come out per the physician. The physician worked through the issue and continued the procedure with the same device. There was no visible damage/deformation of the dilator or of the delivery sheath. The hemostatic valve did not fail or break. The hemostasis was not compromised. No air entered to the patient. No patient consequence was reported. The issue reported was assessed as MDR reportable as air flowed back into the side port.